Manufacturer narrative:
(B)(6). Device evaluation: the intraocular lens (iol) was returned at the manufacturing site in the original lens case. Visual inspection at 10x microscope magnification showed loose particles and debris on the lens surface related to the handling of the unit. A detached haptic, that included part of the lens optic surface, was observed near one of the inserter pegs. The possibility that the damage occurred during manufacturing could not be discarded. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a small piece of optic and one haptic were found stuck to the lid of the intraocular lens (iol) case. Reportedly, the rest of the lens was correctly positioned in the lens case. There was no patient contact as the lens was found in pieces once the lens case was opened. No further information was provided.